Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with two 350cc mentor memorygel breast implants and suffered bilateral breast implant ruptures, post-operatively. The ruptures were diagnosed via an ultrasound. As a result, the patient underwent bilateral breast implant removal and replacement with two unspecified implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 17, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 350cc breast implant had parallel lines of shell wear on the anterior aspect. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On september 18, 2022, mentor received additional information indicating that the suspect medical devices were implanted for primary breast augmentation. In addition, the patient's details, such as, patient identifier and date of birth were also provided. Lastly, the patient's implants were replaced with the following devices: (left) 325cc mentor memorygel xtra breast implant catalog: smpx325 lot: 9719724 sn: (b)(6 and (right) 325cc mentor memorygel xtra breast implant catalog: smpx325 lot: 9719724 sn: (B)(6). On september 20, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On september 28, 2022, an analysis of the suspect medical device's photo was also completed: during the visual evaluation of the image provided, there were no apparent damage or visual anomalies observed on the sx mpp gel 350cc implant. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.